Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgery at l5-s1. It was reported that two screws were broken sometime post-op. The patient underwent a revision surgery to have the broken screws removed and replaced with new hardware. It was noted that the patient had not fused. No additional patient complications were reported.